Manufacturer narrative:
Section A2, A3a, A3b, A4, A5, A6, Patient information: Unknown/not provided.Section B3, Date of event: Unknown/not provided.Section D4: Lot Number: Unknown, information not provided. Section D4, Expiration Date: Unknown as the lot number was not provided. Section D4, Unique Identifier (UDI) Number: A partial UDI was provided as the serial number is not available.Section D6a, if implanted, give date: Not applicable as this is not an implantable device. Section D6b, if explanted, give date: Not applicable as this is not an implantable device, therefore not explantable.Section H3, Device Evaluated by Manufacturer: The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental MedWatch will be filed.Section H4 Device Manufacture Date: Unknown as the lot number was not provided. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.

Event description:
The following was reported regarding the Johnson and Johnson (JnJ) HEALON Endocoat® Pro Ophthalmic Viscosurgical Device (OVD). The surgeon reported 3 cases where he had white discharge deploying from the tip of the HEALON Endocoat. He later reported a fourth case. This report represents the fourth case. For the fourth case the surgeon said the HEALON Endocoat showed a white spot at 0:10 then he picked it out at 1:24 and placed it on a white substrate at 2:00. It was noted that picking up the substance demonstrates we could capture the white spot. The doctor was asked to save the material for future cases. There was no patient injury reported. No further information is available. This report represents the fourth case. The first three cases are being submitted in a separate report.